Event description:
Caller reported damage to a tandem wall adapter, resulting in non-functional charging supplies. There was no adverse impact to the customer's blood glucose level. Technical support arranged for replacement of the damaged charging supplies.